Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. A review the device's electronic log verified an inappropriate loss of power. The customer reported that there was a loose connection between battery 2 and the battery pins, which was likely the cause of the error, however further root cause could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently power off. The customer advised that the reported event took place during user checks of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently power off. The customer advised that the reported event took place during user checks of the device. There was no patient use associated with the reported event.